Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was fractured. Attempts to obtain additional information have been made; however, no more is available.